Event description:
During right shoulder scope surgery. Scorpion needle inserted in patient. When the needle was taken out of patient it was inspected and found tip to be broken off. FDA safety report ID# (B)(4).